Event description:
The patient underwent replacement surgery. No lead replacement took place and it was reported that the post-op impedance was normal. The explanted generator was discarded.

Event description:
Clinic notes for patient's most recent device reported that they interrogated the vns and patient has battery capacity at less than 50% (25 to 50%). Based on this they need to request prophylactic battery change. There was no mention of high impedance. Assessment section of notes from 01/29/2020 states: "she has failed vns we will not try epidiolex" - no additional relevant information has been received to date.

Event description:
It was reported that the patient was being referred for a replacement due to a suspected lead break. No known surgical intervention has occurred to date. No additional relevant information has been received to date.